Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances was never clarified. Programing was done using the viable electrodes. The rep reported that the high impedances never resolved. The patient was getting coverage in her chronic areas of pain utilizing electrodes 13 and 14. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient lost therapy on multiple groups; only one group worked. The rep checked impedances and all contacts were greater than 10,000 ohms except 10, 11, 12, 13, and 14. The rep was to try and reprogram with these contacts. No further complications were reported.